Event description:
Procedure: hernia repair. According to the reporter: patient had undergone hernia repair with mesh implant in the fall of this year. Returned to operating room for removal. Mesh was infected. Unsure of source of infection.

Manufacturer narrative:
(B)(4).